Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the ins had high impedances. It was reported that the impedance test showed ¿open circuit¿. The ins was reprogrammed, and the patient planned to see their physician too discuss explant. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was going to get an x-ray. No symptoms or complications were reported.